Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with normal operating current, no unexpected battery out limit noted. No moisture damage found on lcd the electronics, motor, battery tube, vibrator and assembly noted. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer exposed the pump to fluid or moisture. Customer's blood glucose was 6.0 mmol/l at the time of the incident. Customer stated that they fell in the water today and took the pump apart to allow it to dry. Customer stated that when they put the battery back in the pump, it gives a battery out limit alarm. Customer stated that they cannot clear the alarm. Customer stated that there was no other damage on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.